Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t4 reusable returned to verathon for evaluation. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on june 4, 2015 and is past the three (3) year expected product life as outlined in the glidescope titanium reusable and spectrum single-use operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the root cause of the issue could not be determined, but it is likely that the age of the device, six (6) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable, the image was not usable and the connection was "spotty". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.